Event description:
It was reported that the patient's blood glucose level rose to 290 mg/dl while wearing the pod between 1 and 4 hours. Upon removal of the pod from the infusion site (arm), the pod's cannula was observed to be bent, and redness and swelling were noted at the infusion site. As treatment, a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 4.0.2 operating system: bp2a.250605.031.a3.s901u1uesagze3 hardware: sm-s901u1 cgm sensor type: unspecified please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.